Manufacturer narrative:
E1: first name of initial reporter is unknown. G2: the country of the event is germany. G4: this product is not marketed in united states but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for kyphoplasty. It was reported that a kyphoplasty procedure was performed in the operating room, during the procedure, it was observed that the material from the kyphon activos bone cement and kyphon mixer pack had become gel-like. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as during the preparation of the cement prior to the procedure, a gel-like consistency was immediately observed. As a result, an alternative cement that was available on-site was used instead. Therefore, no patient was involved, as the issue occurred before any use on the patient.